Manufacturer narrative:
It was reported patient underwent a revision procedure on (B)(6) 2017, where the porous coated motion (pcm) device was removed and retained by the patient. Multiple attempts have been made to try and obtain event information with no customer response. No product malfunction has been reported nor patient information provided. Device was retained by the patient.

Event description:
On august 25, 2017 nuvasive was notified that a porous coated motion (pcm) device removal procedure was planned for (B)(6) 2017. No reported reason as to why product was being removed, nor patient condition.